Event description:
The blade broke off in a patient. The doctor was performing a minor foot procedure and he was able to remove the blades and took x-rays. There were no pieces left in the foot.

Manufacturer narrative:
Two blades were received and forwarded to the microscopy lab for evaluation. Per the lab: "two blades were returned for failure analysis, as the blades had broken in two. Microscopic examination of the first sample revealed that the blade failed at the terminus of the strengthening rib, an expected high stress region, especially during torsional or bend loading. However, sample #1 exhibits an area of deformed metal and damage to the rib located at the fracture. Since it cannot be fully ascertained as to whether the damage led to the failure, or whether it occurred in tandem, it is not possible to assess blame between the user and the manufacturing process. Likewise, while not as obvious, sample #2 exhibits evidence of poor grinding on the top surface of the rib which may or may not have contributed to the eventual failure of the blade." Incidents of this nature are rare based on the number of units manufactured and sold. A review of the complaint history did not reveal any other incidents of this nature with this lot of blades. The processes have been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Broken scalpel blades occurring as a result of a surgical procedure can typically be attributed to the blade being bent beyond its physical properties. Blades are routinely checked for hardness and ductility.